Event description:
It was reported that the patient had surgery again because the device ¿came out of place¿ after she moved in (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0a1xs, implanted: (B)(6) 2013, product type: lead. (B)(4).